Event description:
The pt's mother called the physician to report that the pt was experiencing withdrawal symptoms; increased spasticity and irritability. The pt had been fine at his refill visit on (B) (6) 2010. The pt was placed on oral baclofen (10 mg tid) on (B) (6) 2010, with great results. An x-ray was requested on (B) (6) 2010 which indicated that the catheter was fractured at the distal portion and extending inferiorly. They were unable to do a pump myelogram because they could not withdraw from the pump side port. The pt's catheter was revised on (B) (6) 2010. Following the revision, the mother reported the pt went into overdose. He was in a very deep sleep, still breathing, but he couldn't wake up. He seemed to be aware of his mom trying to wake him, but couldn't wake. The pt's dose was decreased by 40% to 240.6 mcg/day and the pt responded great. As of (B) (6) 2010, the pt's spasticity was well controlled and he was not irritable. The pt was experiencing urinary retention. They did not believe this was due to the pump; the pt was able to urinate prior to his discharge after the catheter revision. There had been no troubleshooting performed after the revision. The device system was used to deliver lioresal.

Manufacturer narrative:
(B) (4).